Manufacturer narrative:
The investigation determined lower than expected vitros dgxn and vitros phyt quality control results were obtained from three different quality control fluids on a vitros 5600 integrated system. There was no indication that the vitros dgxn and vitros phyt reagents contributed to the event, however, the technical solutions centre did not obtain any historical phyt quality control data to confirm the performance of the phyt reagent prior to the event. Therefore, a phyt reagent issue cannot be entirely ruled out. It was confirmed that the customer was not warming the immunowash fluid prior to use and therefore, pre-analytical fluid handling is a contributor to the event. The most likely assignable cause is instrument related, as the results of a within run precision test could not be completed for vitros phyt as analyzer condition codes associated with wash issues in the immunorate subsystem were posted. Ortho field engineer performed service actions to the immunorate subsystems of the 5600 analyzer and acceptable precision was obtained following these service actions. The most likely assignable cause of this event was concluded to be an instrument issue.

Event description:
A customer observed lower than expected dgxn and vitros phyt quality control results obtained from a vitros pv control fluids when using vitros chemistry products dgxn slides and phyt slides on a vitros 5600 integrated system. Dgxn pvii y3571 = 0.70 versus expected 2.10 ng/ml. Phyt pvi y3571 = 16.5 versus expected 21.1 ug/ml. Tdm pvii w4428 = 21.28 and 21.15 versus expected 28.14 ug/ml. Biased results of the magnitude and direction observed may lead to inappropriate physician action if patient samples were affected. Ortho clinical diagnostics was not made aware of any erroneous vitros dgxn or phyt patient results obtained or reported from the laboratory, however, the investigation could not rule out that patient samples were not, or would not be affected if the event were to recur undetected. There was no reported allegation of actual patient harm as a result of this event. (B)(4).